Event description:
On (B)(6) 2026 I purchased a pair of colored contacts at (B)(6). That evening, I put on the pair of contacts and immediately felt a burning sensation. I was able to take the right one out with some type of struggle, but the left eye I could not remove the following morning I woke up. I was bloodshot red and the contact was still fixated on my eye I left for work. I told my boss I needed to go to the eye doctor immediately and left work and went to my eye doctor. She did some test on my eye and remove the contact. She explained to me that it was very, very tight for my eye, and it was squeezing my eyeball, it has a ring around my eyeball, and the pressure of my eye was very high after removing it, she put drops in my eye, and I left to go back to work; in a few hours later, I was back to hurting pulsating and not feeling good, so I left work early and I went back to my eye doctor, and she did my pressures again and put a band-aid contact over my eye for it to feel better. My eyesight is blurry, and my eyes are very sensitive to light and very sore. She explained to me that basically were squeezing my eye because the contact was too flat for my eye. She said it was like a suction cup on my eye. It also calls some abrasions to my eye and heighten sensitivity. Eye dr did some test on my eyes. Patient codes: 2146, 2038, 2137, 1994, 2330. Device codes: 1583, 1528, 2960. Reference report: mw5184387.